Manufacturer narrative:
Product analysis: the hawkone connected to a cutter driver, 0.014' guidewire, and 6f non-medtronic sheath were received. No other ancillary devices were included. The hawkone distal assembly was fractured apart and remained loaded on the 0.014" guidewire. No damages to the rotating tip guidewire lumen was observed or distal end of the housing lumen. The zipper tearing beings at approximately 4cm from the distal tip and the guidewire tubing is flapped over protruding out from the housing at approximately 4.5cm from the distal tip. There was no indication a portion of the guidewire tubing housing embolized. It should be noted the tecothane remained intact, the holes where the anchor pockets were identified. The loaded guidewire 0.014" was inspected and observed a curve/loop approximately 8cm from the tip of the hawkone. At approximately 9.5cm, the guidewire is bent at an approximate 90 degree angle. A bend at an approximate 45 degree angel was also discovered at approximately 39cm and 152cm. The 6f cook sheath was inspected and found traces of dried biologics throughout the exterior and within the lumen. The distal rim of the sheath was inspected under microscope and found no tears or creases the proximal segment of the fractured hawkone showed the cutter advanced with the cutter head and drive shaft exposed outside of the cutter window. The coiled housing was stretched out distally from the anchor pockets. The stretched coiled segment remained over the drive shaft. The fracture faces was consistent with exposure to extensive tensile forces. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a hawk one atherectomy device with a 6fr (cook) sheath and 0.014 (runthrough) wire to treat a right mid/distal superficial femoral artery popliteal artery with severe calcification. The vessel was not pre or post dilated. Artery diameter reported as 5.2-6.3mm. IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported that the hawk one became stuck in the sheath. The sheath was removed with the hawk one inside ensuring the wire was kept in the artery to maintain access. Remaining wire in patient was then cut for removal of the hawkone and sheath. A new micro puncture sheath was inserted re-establishing access. No patient injury reported. When the device was returned to the manufacturing facility, it was noted that the device was damaged.